Manufacturer narrative:
Device analysis for lead (B)(4) revealed the lead body conductor was broken at the titan anchor site. Conductors # 1, 2, 4, 5, 6, and 7 were broken 23.7cm from the distal end. There were no electrical shorts between the circuits. The proximal end was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the impedance values were > 4,000 ohms, except with electrode 3.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# b0945285k, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3877-45, serial/lot #: b0945285k, (B)(6), (B)(4). Conclusion code 92 belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of stimulation. There were no known external contributing factors. Troubleshooting was performed, impedance measurement showed all high impedances except on electrode. The lead was replaced and the issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3877-45, lot# b0945285k, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type lead. Product ID 3550-39, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code belongs to the lead. If information is provided in the future, a supplemental report will be issued.